Manufacturer narrative:
The insulin pump was received with protruded loose drive support disk. The insulin pump was also received within operating currents in specification and no unexpected failed battery test. The insulin pump has intermittent button response due to moisture damage keypad trace and numbers do not ramp up on its own or scroll bar moving with no input. No moisture damage electronic assembly. The insulin pump has scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip and reservoir tube cracked.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that the insulin pump was exposed to moisture. Customer stated that they had been jumped into a pool while still attached to the device and fluid is trapped behind the display screen. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.